Event description:
Boston scientific received information from this patient that shortly after the implant of this device the patient reported experiencing a huge pain in their chest. The patient reported spending the next twenty days in the hospital and underwent multiple tests. In addition, the patient alleged that the physicians were not listening to them and what was wrong and then the patient was sent home. The patient reported not getting any better and approximately three months later a representative checked their device and the patient was sent home. However, the patient returned to the hospital the next morning and reported having a loose wire pacing their stomach. It was reported that the lead was repositioned and since the patient has been fine. There was inquiry as to whether this patient's system had been all revised at the time. This patient also inquired of any applicable advisories or recalls.

Manufacturer narrative:
The patient's clinic was contacted for further clarification. The clinician verified that the patient's hospitalization was related to renal/liver failure and altered mental status per the clinic. The patient did later have a left ventricular (lv) lead revision as the physician had indicated that the lead had migrated/dislodged a bit. The lead was successfully repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.